Event description:
There is no patient impact associated with this complaint. On (B)(6) 2012 the patient reported that the down arrow keypad button was intermittently unresponsive and on occasion seemed to be sticking. The patient said that the button requires several pushes to achieve a response; sometimes the display began to scroll if the button was stuck. The buttons were said to have normal wear associated with constant use. The reporter claimed that the unresponsiveness began 3 to 4 months ago. This complaint is being reported because the keypad unresponsiveness could not be resolved at the time of the contact.

Manufacturer narrative:
Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following finding. The keypad appeared to be intact without peeling. The up arrow and okay buttons were responsive during testing; the down arrow and contrast buttons were intermittently responsive. When the keypad was removed, contamination was found under all key contacts and they were misaligned.